Event description:
The customer reported that the device did not activate consistently. An end tone, indicating a completed seal cycle, was heard but bleeding was seen at the seal site. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within spec. The device was tested for activation and sealing function on simulated tissue with acceptable results. Add'l testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.